Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported recurrent mitral regurgitation (mr) was due to patient anatomy (disease progression). The reported dyspnea was a cascading effect of the recurrent mr. The reported patient effects of worsening mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted reducing mr to 1-2. On (B)(6) 2019, during follow up visit, the patient had shortness of breath and echocardiogram showed mr had increased to 3+. The clip remained stable and there was no tissue damage noted. The physician's opinion was mr had increased due to progression of disease. On (B)(6) 2019, a second procedure was performed to treat increased mr. One clip was implanted reducing mr to 1+. No additional information was provided.